Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. The device was cut open to enable further testing and the battery was found in normal range. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was explanted prophylactically and the patient was in stable condition throughout the procedure.